Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she fell on her buttocks and she had pain up her whole back. She went to the health care professional (hcp) but when they tried to use the patient programmer (pp) to connect to the implant, they were unable to. They changed out the batteries but the pp was still unable to connect to her implant. These issues occurred in (B)(6) 2016. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event.

Event description:
Additional information from the consumer reported that the device malfunctioned and stopped functioning. There was a loss or change of therapy. The device was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.